Manufacturer narrative:
A review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient info. Source: phone.

Event description:
Reported increase in trend of false negative sars and flu b results for symptomatic patients. No confirmatory testing completed.